Manufacturer narrative:
A steris service technician removed the obstruction which was causing the leak from the door. The technician also replaced the conductivity meter which had been damaged by water, and two solenoid valves which were preventing the water from draining completely. The technician confirmed the unit was operating to specification, and returned it to service. While on-site the technician became aware that the user facility had used endoscopes that had been processed in the cycles that were not processed in accordance with the operating instructions. The user facility determined there were 17 endoscopes not processed appropriately that had been used in patients. No adverse events were reported as a result of using these endoscopes. In-service training was provided to the facility on august 13, 2014, on the proper processing of endoscopes using their reliance eps. No additional issues have been reported by the facility pertaining to this unit. The unit was installed in july 2009. The unit is currently under a steris service agreement; the last preventative maintenance was performed on may 21, 2014, at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported that their reliance eps unit was leaking water from the corner of the door. No report of injuries, or procedure delays or cancellations.